Event description:
The following description of the event was documented by a viasys tech support specialist in repsonse to a phone conversation with a user facility representative. Spoke to the reporter, she said the computer will not boot. Her other tech checked and reseated the power cord on back of the computer, and when plugging it back into the back of the computer, she saw a spark and got shocked and smelled an electrical burning smell. Now the power light on the computer just flashes and computer will not turn on.

Manufacturer narrative:
A letter was sent to the user facility requesting additional information concerning the reported event and the condition of the operator. As of the date of this report there has been no response from the user facillity. The alleged faculty computer has been received into the manufacturing plant. However, the evaluation has not begun as of yet.